Event description:
See MFR report #1627487-2006-00004.

Manufacturer narrative:
Device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusion: device has not yet been returned for evaluation as of the date of this report. Ans inc. Corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Corp defers to the pt's physician regarding medical history.